Manufacturer narrative:
(B)(4). The device was received with the electrode tip broken off from the shaft and present. No functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.

Event description:
It was reported that during an unknown procedure, the device electrode was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.